Event description:
It was reported that the patient experienced hyperglycemia and self-injected 5 units of external rapid-acting insulin while still connected to the ilet; the agent instructed the patient to disconnect and pause insulin delivery, which the patient did, with guidance to reconnect only after two hours for rapid-acting and after twenty-four hours for long-acting insulin, and there were no alerts or alarms associated with the device. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue related to improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.